Event description:
It was reported to philips that the devices' paddles sparked and exploded involving the fire department. The alleged failure was observed while the device was in use on a patient. However, no adverse patient or user impact was reported by the customer.